Event description:
Codman disposable perforator did not disengage on 2nd burrhold. Perforator projected into pt's cranium, ripping the dura. On extraction attempt, perforator bit fell apart. No neurological compromise evident at this time.